Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient informed novocure that the weight of the optune gio device was contributing to his balance disorder while walking. On the night of (B)(6) 2024, the patient fell due to imbalance and sustained an open injury to his nasal bone, approximately 0.5 cm wide and 1 cm long, and hurt his left ribs slightly. On (B)(6) 2024, novocure was informed that the patient was not hospitalized and that the injury to the nasal bone did not require stitches or medical intervention. On (B)(6) 2024, the patient's prescriber stated that the patient had been admitted on (B)(6) 2024, and was transferred to a neurosurgical clinic on (B)(6) 2024. The prescriber noted that the patient had fallen several times due to clinical deterioration and suggested that the patient may have been overwhelmed with the device and cables in addition to the gait instability. However, per the prescriber, there was no apparent direct connection to optune gio therapy. On (B)(6) 2025, novocure was informed that the patient had been hospitalized on (B)(6) 2024, because the patient bumped into himself, fell and broke his ribs while using optune gio therapy. It was noted that the patient had balance disorder since his illness but that the weight of the device made it difficult for him to keep his balance. On (B)(6) 2024, the patient underwent a biopsy and was found to have cerebrospinal fluid retention and oedema. On (B)(6) 2025, novocure was informed that the patient had undergone surgery on (B)(6) 2025, for a recurrence of glioblastoma and was still hospitalized.

Manufacturer narrative:
Novocure's opinion is that the contribution of the optune gio device to the fall and secondary rib fracture cannot be ruled out. Nasal bone injury was secondary to the fall, although not serious. Cerebrospinal fluid retention and oedema were not related to optune gio. Balance disorder was related to optune gio, although not serious. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Rib fracture is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).